Event description:
Complainant alleged that while attempting to treat a patient, the clinician opened the package and observed a brown/black liquid on the electrode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.